Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Segmentation department planned the wrong hip. Mrn # and patient info all stated left hip. The right rt hip was planned. Tha case delayed 16-30 minutes. Converted to manual case.

Event description:
Segmentation department planned the wrong hip. Mrn # and patient info all stated left hip. The right rt hip was planned. Tha case delayed 16-30 minutes. Converted to manual case.

Manufacturer narrative:
Reported event: an event regarding a case being planned with the wrong hip involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 585 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation planning using the wrong hip. There was one other reported event for the listed catalog number (pr1774180). Conclusion: event was confirmed. Nc 1792428 has been opened to further investigate.